Event description:
It was reported that a white particle was noticed in the syringe attached to the bd¿ blunt fill needle with filter while injecting accentrix into the patient's eye. The following information was provided by the initial reporter: "after withdraw the solution from accentrix vial, he noticed a tiny white particle appeared in the syringe. He stopped injecting it to the patient¿s eye."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 9193816. D.4. Medical device expiration date: 9/30/2024. H.4. Device manufacture date: 07/12/2019. H.6. Investigation: it was reported there was a tiny white particle that appeared in the syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. The first photo shows a filter needled assembly connected to a syringe. The plastic shield has been partially removed and there is a hand drawn circle in the area where the white epoxy is. The white epoxy is used to fix the needle to the needle hub. The second photo shows a filter needle connected to a 1ml syringe with the rubber stopper at 0.2ml. The filter needle has the plastic shield fully assembled. They are in a box together with a vial and a folded document that appears to be the instructions for use. The third photo shows human fingers holding a packaging blister. Inside the packaging blister is a filter needle assembly and there is a hand drawn circle in the area where the plastic shield is. There are three white spots. Two on the plastic shield in the center of the circle and one at the filter needle hub located between the human fingers holding the sample. The customer reported a white foreign matter inside the syringe, but this was not observed in the photos provided. A device history record review was completed for provided material number 305211, lot number 9193816. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the physical sample analysis, a probable root cause could not be offered. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that a white particle was noticed in the syringe attached to the bd¿ blunt fill needle with filter while injecting accentrix into the patient's eye. The following information was provided by the initial reporter: "after withdraw the solution from accentrix vial, he noticed a tiny white particle appeared in the syringe. He stopped injecting it to the patient¿s eye."